Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 6th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: the patient was admitted on (B)(6) 2025, for macular edema and exudative age-related macular degeneration. Bilateral intravitreal injection was scheduled for 14:00 on (B)(6). The procedure began at 14:30. During surgery, the medication needed to be drawn into a disposable sterile insulin syringe prior to injection. The surgeon noticed blue foreign matters on the needle of the insulin syringe. In order to avoid adverse consequences, the surgical pack and the disposable sterile insulin syringe were immediately replaced. The procedure was successfully completed at 14:40, and the patient was returned to the ward afterward. Ae report no. (B)(4) call center didn't contact with customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 328421. Sample availability: unknown sample availability details: unknown.